Event description:
The customer reported obtaining zero (0) results on several patient samples for multiple assays on their au5800 clinical chemistry system. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry system and identified the failure mode as user error damaged multiple hardware parts as the customer incorrectly installed the deionized water filter, which caused particles to get caught in the pump and valve assembly, resulting in parts to fail. The fse replaced the 3 (three) way valve and pump assemblies to resolve the issue. Section a2, a4 and a5: information not provided by the customer. Section e1: initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).